Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous atrioventricular branch. The 2.5 x 12mm apex monorail balloon catheter ruptured during the first inflation at 8 atms. The procedure was successfully completed with a different type device. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the vessel was moderately calcified.

Manufacturer narrative:
(B)(4).